Event description:
It was reported that the caller stated that the patient was recently implanted and they are activating the device today, but they are having issues with the controller. Caller stated they opened the controller out of the box and put the new battery in, but the controller would not turn on. Caller added that they plugged the controller into the ac power supply and it will power on, but when they unplug the controller from the power supply, the screen goes black. Caller noted that when they plug the ac power supply into the controller, the green light may flash a couple times but then stops. Agent had caller reset the controller battery. Caller confirmed no visible damage to the the battery compartment pins or the battery pack. Caller connected the controller to ac power and confirmed the controller powered on. Caller inserted the battery pack and saw a solid green light above the controller screen. Caller disconnected the ac power supply and the controller shut off. Caller inserted aa batteries into the controller and confirmed the controller powered on. The issue was not resolved. An email was sent to the repair department to replace the battery pack.

Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: brand name ; product ID: m995402a001, serial: (B)(6); product type: battery pack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: m995402a001, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Pt called back stating they got the new controller battery but were having issues charging the implanted neurostimulator (ins) today. The pt had been trying to charge the ins all morning but they got the error ¿software problem 1.intellis 2.3.6 3.58 4.qf_new¿ three different times even after resetting the controller. Pt had been trying to recharge the ins for an hour and the ins barley charged 30%; the ins would not charge over 30% because the controller was draining in power. Now the controller was at 50% when it was at 80% battery. It was having a hard time finding the ins to charge. During call pt verified no damage to the recharger or controller port; pt was using new controller battery. A replacement controller was requested. Pt called back stating they had charged the battery pack and when they put it into the replacement controller they received on friday, the controller was showing "batteries low, replace the controller batteries soon". Agent had pt remove the battery pack. Pt states they charged the battery pack for 3 hours and it was showing 100%. Pt put the batteries back into the controller and pt stated they were seeing ¿system set up for implant¿ and while on the call pt stated the controller was searching for the ins to recharge it. Pt stated they typically charge every day and have not been able to charge since last thursday. Agent reviewed recharging. Pt mentioned seeing a software problem message and believes that the issue was not related to the controller but to the battery pack: 1 intellis 3.3.6 3 245 4 ensinterfacesm.c.pt was able to reset the controller, wipe the pins of the recharger and controller was able to start a recharge session. Pt called back repeating information from previous call and previous replacements. Pt stated that they got the controller working earlier today but now are having issue advancing past the checking recharger screen. Pt noted that for the last 2 hours they have been trying to start a charge session but cannot get the recharger to connect to their ins. Pt mentioned they got controller batteries low replace controller batteries soon message; pt added that they had their battery pack replaced so that could not be the issue and that they charged the controller for 3 hours earlier. Agent sent an email to repair to replace the recharger.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative (rep). It was reported that cause of the continued issues with the patients external devices / issues recharging their ins was not determined. The rep has not seen or heard from the patient since the replacement of battery pack. This information has been confirmed with the customer. Patient's weight at the time of the reported event, is unknown.

Manufacturer narrative:
H3: analysis of the product ID m995402a001 serial# (B)(6), revealed not charging in a known good unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.